Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying a battery indicator when attempting to test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on the evening before contacting lfs for assistance at approximately 11pm. The patient reported that she manages her diabetes with an unknown type/dose of insulin and is a self adjuster. She denied making any changes to her usual diabetes management routine in response to the alleged issue. The following day at approximately 1-1:30pm, she developed symptoms of "sweating and was fidgety" symptoms she associated with low blood glucose and self treated her symptoms with unknown type of food and/or drink at 1:30pm that day. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did not need replacing based on the use of meter. The issue remained unresolved and replacement products were sent to the patient. The patient called back to state she had replaced the battery and the issue was still not resolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.